Event description:
Boston scientific crm received information that this lead exhibited noise. The noise could not be reproduced. The patient underwent a lead revision procedure. The pace/sense portion of the lead was surgically abandoned (capped). No adverse patient effects were reported. Three months later the shock impedances were consistently greater than 125 ohms. Surgical intervention was performed and capped the defibrillation portion of the lead. A new defibrillation lead was implanted without incident.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.